Event description:
It was reported that during an unk procedure, the clips scissored when fired. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: there are currently three 12mm clippers here that have had a problem. I wasn't there with any of them myself. I know the problem with the last one is that the clips were shearing. 1. How many patients/procedures were involved? Unknown. 2. How many devices were involved in each procedure? This is not clear out of the description. Both options are possible. Could be used in one or three procedures. 3. What was the issue with each device? Only one we know this was that the clips were shearing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. D4: batch # z70524. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned er420 device revealed no apparent external damage. Functional testing was conducted to replicate the reported issue. During testing, internal components within the support tube were observed shifting forward due to an insufficient crimp, which resulted in feeding failures. To further assess the condition of the device, it was disassembled for internal evaluation. Upon disassembly, fourteen (14) clips were found inside the clip track. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review: a manufacturing record evaluation was performed for the finished device batch z70524 number, and no non-conformances were identified.